Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope firefly for failure analysis investigation. The unit was analyzed and found to have severe cuts on the cable insulation. The damage was located in the middle one fourth of the endoscope cable, measuring approximately 9 mm to 53 mm in length. The internal components were not exposed. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The qap (quality assurance procedure) was performed and passed. Stereo calibration passed and image was present in both eyes. The images were aligned and not blurry. Focus test passed at 20 mm, 45 mm, and 80 mm. Color appeared matched in both eyes, and no ghosting or motion blur was observed. No defects were observed during articulation of the endoscope. A review of logs showed 48221 communication errors but were not replicated during in-house testing. The air leak test passed and there was no steady stream of bubbles observed. Additional observation not reported by site: the endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The probable root cause for camera cables cut is typically attributed to the user, such as improper handling of the cable during use or in reprocessing. This issue can be resolved by using an alternate endoscope to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, single-port (sp) camera instrument optic cable sheath was split. The customer used a backup endoscope to continue with the procedure. The procedure was completed with no reported injury.